Event description:
Percutaneous transluminal angioplasty to left lower extremity was being performed. The guidewire broke in the superficial femoral artery while removing. The physician attempted to retrieve the guidewire but was unsuccessful. The guidewire was secured in the vessel with stenting.